Event description:
It was reported that the modular driveline has intermittently not been locked upon inspection and has been having low voltage advisories when they lock the modular driveline. This was not able to be replicated in clinic this and was able to lock and unlock the cable without alarm. No critical alarms on noted in patient's history or control.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the in-line connector locking mechanism being left unlocked was unable to be confirmed. Log file data from the event dates of 10jul2025 ¿ 21jul2025 was reviewed. The driveline was connected for the duration of data reviewed, and the modular cable appeared to operate as intended throughout the data reviewed. Provided information indicated that the patient reported that leaving the modular cable locking connector unlocked resolved the alarms, but this was not able to be reproduced by the customer. Of note, the modular cable locking mechanism prevents accidental modular cable disconnection from the in-line connector and is not correlated to the rsoc signal. Attempts were made to obtain additional event information, but no response was received. The root cause of the reported event was determined to be due to user error in leaving the locking mechanism undone. The device history records were unable to be reviewed due to the lot number of the modular cable being unknown. The heartmate 3 patient handbook (rev. G) section 10 entitled ¿safety checklists¿ instructs users to check that the connector locking nut is in the locked position and to ensure none of the yellow indicator is visible at least once per-day. The heartmate 3 instruction for use section 2, entitled ¿system operations¿, instructs the user to reconnect the driveline if it ever becomes disconnected as otherwise the pump will stop. This section also instructs the user on the proper procedure for exchanging their driveline. The heartmate 3 patient handbook (rev. D) section 2 ¿how your heart pump works¿ instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 patient handbook (rev. G) and heartmate 3 instructions for use (IFU) (rev. G) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.